Event description:
The patient was having major fluctuations with blood pressure, becoming severely hypotensive and requiring multiple fluid boluses. Initially the blood pressure was thought to be mostly related to switching out vasopressor drip for different concentrations, however patient was noted to be urinating heavily, about 200 to 400cc per hour on low dose 0.2mg/kg/hr of lasix drip. Per physician, lasix drip was discontinued and after patient became more stable with adequate blood pressure. The syringe pump the lasix drip was running on was then used for anintermittent medication. The pump administered the dose too quickly, the medication was to be given over 20min and infused after only 5min. The lasix syringe was inspected and noted that the patient received approximately double the amount of lasix per hour than what the pump was programmed for.